Manufacturer narrative:
Device not returned. The information was received from the device implantation data card completed by the hospital or staff and returned to our japan implant patient registry. No additional information is available. This was determined reportable per edwards lifesciences procedures. The DHR review has been started. No customer letter was requested..

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly, the device was explanted at implant and replaced by a valve. Per the cer: the ring was explanted and another device was implanted as a replacement. No further details were provided. The device will be not returned as it was discarded at the hospital.

Event description:
The customer reported an inability to acquire 12-lead during the operational check.